Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device recorded pause episodes that were related to artifact. There were dramatic changes in baseline and oversensing noted. The device remains in use. No patient complications have been reported as a result of this event.